Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported about three weeks after implant that the patient had pericardial effusion with chest pain. There was surgical intervention and the patient's right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.